Event description:
Report rec'd indicated that a 45 y/o female pt presenting with normal pressure hydrocephalus after sub-arachnoid hemorrhage was implanted with the valve on 12/10/97. According to the physician, the pt's ventricles did not decrease much (slit ventricle). After 3 months, there was no improvement of symptoms. The valve was explanted on 4/2/1998 and replaced.